Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and infusion set was bent. The customer had symptoms like vomiting and was treated in hospital. Customer's current blood glucose value was 202 mg/dl and the blood glucose was 500 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2018 at 8:30pm. The blood glucose value when admitted to hospital was 500 mg/dl. The customer complained about vomiting. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was off the pump prior to hospitalization for less than 48 hours. The product was not returned for analysis.